Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using pod packing coils (pod pcs), lantern delivery microcatheter (lantern) and a non-penumbra sheath. During the procedure, while advancing the pod pc in the lantern, the pod pc unintentionally detached. Therefore, the physician removed the lantern out of the patient; however, the detached pod pc was noticed to be in the patient's vessel. Subsequently, the physician retrieved the pod pc using a snare device. The procedure ended at this point. The physician decided the vessel was embolized to their satisfaction and did not need additional coils. There was no report of an adverse effect to the patient.